Event description:
The customer reported that the insulin pump had absence of no delivery alarm. Customer stated that reservvoir was empty and it continued to say it was bolusing but there was no insulin in the reservoir. Customer 's blood glucose was 300 mg/dl. Troubleshooting was done. The insulin pump passed the high pressure test. Customer requested insulin pump replacement. No further information provided.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, and occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with minor scratched lcd window.(B)(4)